Event description:
Respiratory staff was testing a pediatric laryngoscope handle sent back, that heated up upon inserting new batteries. This was tested on another of these products and same event occurred. One respiratory therapist received small reddened area on hand from device. Biomed, supply chain and risk involved in checking. Batteries were not at fault. Biomed determined the issue was lack of green grommet to seal off the optic source. All rusch scopes pediatric and adult are being removed from service and replaced with previous product.